Event description:
The biomedical engineering technician discovered that the ge anesthesia machine model: avance s5 with software version: 6.20 that was installed (B)(6) 2010, has a problem with pressure ventilation mode's not defaulting properly. The three modes affected are pressure support with apnea backup mode (psvpro), synchronized intermittent mandatory ventilation (simv-pc), and pressure control ventilation (pcv). When using these modes the peak inspiratory pressure, max (pinsp) does not default back to initial default settings when the case has ended. When selecting a "new case" on the machine the "pinsp" defaults back to the last case setting and not the original default for this mode. The only way for the "pinsp" to default back to the default setting is for the clinician to shut the machine completely off and reboot the machine. The biomedical engineering technician notified the ge technical support line and made them aware of the issue. Ge clinical support instructed biomedical engineering to call in the ge technical support engineer to evaluate the problem. The problem was replicated by ge technical support but ge healthcare does not have a fix for the problem at this time. Biomedical engineering informed the head of anesthesia about the problem. This is one of sixty anesthesia machines at this facility.======================manufacturer response for gas machine, anesthesia, avance s/5 (per site reporter).======================biomedical engineering notified the ge technical support line and made them aware of the issue. Ge clinical support instructed biomedical engineering to call in the ge technical support engineer to evaluate the problem. The problem was replicated by ge technical support, but ge healthcare does not have a fix for the problem at this time.